Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant dislocation.

Manufacturer narrative:
The associated devices were returned and evaluated. A link assembly, sleeve and bolt kit and an insert were returned for evaluation. A visual inspection of the returned devices revealed the devices are intact and show surface marring and scratches. Our lab completed an analysis with the following results: the legion hinge assembly components had several marred surfaces. Marring may have been caused by normal articulation, during surgery, or as a result of the reported movement or dislocation. The superior articulating surface of the insert had some burnishing and scratches. The interior of the insert had some burnishing. Scratches seen on the axle were possibly caused by a surgical tool. The immediate cause of movement/dislocation could not be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.